Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported the cycler had an air detected in cassette message in dwell 4 of 4. She found air bubbles in the supply bag tubing of the set. Patient states there was no moisture inside the cycler. There was fluid leaking from a supply line of the set. She discontinued treatment. She was advised to contact her pd nurse. The set was retained and is being made available for evaluation. During follow up, her pd nurse reported that there was no patient harm or medical intervention required. No adverse event reported at this time.